Event description:
It was reported that cartridge did not fully snap into pump when customer tried to load insulin. There was no reported impact to the customer¿s blood glucose level. Customer removed case from pump, inspected pump and cartridge with guidance from technical support, cleaned pneumatic tap area, replaced cartridge with one that had intact sealing ring, and then followed on-screen steps to load cartridge until it clicked into place, after which customer successfully completed loading process and resumed insulin delivery.